Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the following were observed: phenomenon (1): communication failure occurred due to charge-coupled device (ccd) failure, thus, the reported event ¿no image¿ occurred. The cause of cable failure was determined to be due to water flooding from damaged cable coat; phenomenon (2): e311 occurred because white balance could not be obtained due to ¿no image¿. E311 is an error that occurs when white balance cannot be obtained (¿troubleshooting: troubleshooting guide¿, cv-190 instruction manual, chapter 9, section 9.2.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported cable break on the hd camera head. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: image could not be displayed and e311 error occurred. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿cable break¿ was confirmed. The device evaluation found due to damage on head unit, the endoscopic image could not be displayed and e311 error was observed. Also, due to cable damage, watertightness was lost in the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.